Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. Mother stated the insulin pump is not working and it alarmed motor error. She did not state any significant events leading to the alarm.